Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi mode was observed on the device. The patient presenting rhythm was not observed. Patient had a foot biopsy. A device download was performed successfully. Patient was stable.